Manufacturer narrative:
(B)(4). Reported event of stent difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent implanted in the ureter on (B)(6) 2015, was removed during a stent removal procedure performed on (B)(6) 2015. According to the complainant, the stent was difficult to remove from the patient. Reportedly, the device was "sticking" but was eventually retrieved. Attempts to ascertain the patient¿s conditions regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.